Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal cefazolin (1g, daily). The patient was discharged from the hospital after four days. At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13l12h25 and 14a15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).